Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the outpatient infusion center removed a 4 fr power PICC that was leaking. The line was inserted on 7/6 and the leak was first noted on 8/6. There's a horizontal crack between the 5 and 6 cm mark. Additional information received 22 august 2023: on 8/6, the patient had just finished an IV rocephin infusion and the leak was discovered during the post infusion flush. Fluid was noted to be leaking at the insertion site, under the dressing. (There were 0 cms external length). The dressing was changed, and no further leak was noted with additional flushing. Over the next two days the PICC intermittently leaked until it was removed on 8/8. The event did not involve an urgent/life threatening medical situation. There was no negative impact on the patient and there were no additional symptoms other than the leaking.

Event description:
It was reported by customer that the outpatient infusion center removed a 4 fr power PICC that was leaking. The line was inserted on(B)(6) and the leak was first noted on (B)(6). There's a horizontal crack between the 5 and 6 cm mark. Additional information received 22 august 2023: on 8/6, the patient had just finished an IV rocephin infusion and the leak was discovered during the post infusion flush. Fluid was noted to be leaking at the insertion site, under the dressing. (There were 0 cms external length). The dressing was changed, and no further leak was noted with additional flushing. Over the next two days the PICC intermittently leaked until it was removed on 8/8. The event did not involve an urgent/life threatening medical situation. There was no negative impact on the patient and there were no additional symptoms other than the leaking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5cm and 6cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11